Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter safety mechanism failed to protect the needle completely. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd venflon pro safety peripheral safety IV catheter safety mechanism failed to protect the needle completely. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No sample and no photo was returned for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of safety shield activation failure with lot #7233412, regarding item #(B)(4). Investigation conclusion: the non-conformance of this complaint cannot be determined as no sample or photo was not returned for investigation. Unable to determine a root cause.

Event description:
It was reported that a bd venflon pro safety peripheral safety IV catheter safety mechanism failed to protect the needle completely. There was no report of exposure, serious injury or medical intervention.